Event description:
Reference number (B)(4). Event occurred in australia. It was reported that, the patient experienced insulin flow block alarm event on 03-sep-2024. The blockage was located at the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia.